Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: how was the procedure completed? Lot number? Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code y339h was received for evaluation, the swage and attachment area of the needle was noted to be as expected. The strands were broken in multiples pieces due to the suture has begun with the process of degradation. The foil was inspected and multiples holes in the cavity and excessive wrinkles were noted. This condition contributed to the degradation of the suture. The manufacturing records could not be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent an unknown obgyn surgery on (B)(6) 2021 and suture was used. During the procedure, when a nurse was opening the package, it was found that the suture had been broken. There were no adverse consequences to the patient. Upon evaluation of the returned device, the foil was inspected and multiples holes in the cavity and excessive wrinkles were noted. No additional information was provided.